Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary the information in this complaint (B)(4) has been evaluated. The batch 5390065 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 1 and wi guidance for functional testing for complaints area version 1 for the code tubing is damaged (e.g., kinked, deformed, twisted, collapsed, or pinched). Complaint investigations. 1 used set was provided and there is visible a kind of white marks on the tubing. The reference samples from the lot have been requested. Test results: visual test according to wi version 1 on the sample returned, 1 set failed the test. Tubing was found with a kind of white marks. Functional flow test 1 according to wi version 1 on the sample returned, 1 set passed the test. Visual test according to wi version 1 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 1 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 5390065 was manufactured according to the wi version 100 manufactured in the line 4, on 29/aug/2022, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, nor maintenance events were recorded. Trending: a query was run in database on 11/feb/2025 against malfunction code reported tubing is damaged (e.g., kinked, deformed, twisted, collapsed, or pinched) and lot 5390065 and no other complaint has been registered in database for the same lot 5390065 and malfunction code. A second query was run in database on 18/feb/2025 against malfunction code confirmed color or texture of product is not uniform, is inconsistent or discolored. During use or upon removal and lot 5390065 and no other complaint has been registered in database for the same lot 5390065 and malfunction code confirmed. Conclusion summary of the related event: as a result of the following: set returned visually was found with a kind of white marks on the tubing, the flow was found within specifications, no defect on tests for reference samples, no harm reported, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code confirmed, no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tube knot event on (B)(6) 2024. The infusion set was in use for 20 hours. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.